Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral incisional hernia. It was reported that after implant, the patient experienced pain, dense adhesions, bowel obstruction, fistula, infections, abscess, and recurrence. Post-operative patient treatment included wound vac placement, multiple surgical revisions, incision and drainage of abscess, removal of separate mesh, debridement of sinus/skin/tissue/fascia, excision of infected mesh, and small bowel resection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral incisional hernia by laparoscopic repair. It was reported that after implant, the patient experienced pain, dense adhesions, bowel obstruction, chronic abdominal wound, fistula, infections, abscess filled with a large amount of foul smelling pus, recurrence, hernia containing bowel and fat, inflammation, necrosis, granuloma, fibrotic connective tissue, fibropurulent exudate, seroma, perforation, suffering. Post-operative patient treatment included wound vac placement, multiple surgical revisions, incision and drainage of abscess, removal of separate mesh, debridement of sinus/skin/tissue/fascia, excision of infected mesh, small bowel resection, CT scan, hernia repair with new mesh.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic ventral incisional herniorrhaphy with mesh placement. She had revision surgery 4 years and 1 month and also 2 years and 9 months post surgery. The patient experienced multiple surgical revision, pain, bowel obstruction, fistula, infections, recurrence, abscess and infection with revision and wound vac placement.